Manufacturer narrative:
Results: glide rod.

Event description:
It was reported by service report that the left side rail glide rod was coming out and the side rail could not be raised. No patient involvement or adverse consequences are reported.